Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that the purewick urine collection system did not suction. Representative went through some trouble shoot techniques and placed an order for kit. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, it has been determined that this is not reportable. Submitting the investigation details as additional information. The full initial reporter zip code is (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that the purewick urine collection system did not suction. Representative went through some trouble shoot techniques and placed an order for kit. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.